Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2 (manual gel). Customer reported a false negative antibody screening on a patient sample, using 0.8% surgiscreen lot# vss100 (exp: july 16 2019) with anti-igg gel card lot 021919001-16 (exp: dec 27 2019). Customer tested both (1) manually and on (2) provue with false negative results. Same sample was rerun on manual gel, using same anti-igg gel card lot, but a different lot of cells and result came out as positive (cell 1: 1+ and cell 3: weak). Same patient, different sample, was tested on same provue analyzer, with a different lot of 0.8% surgiscreen cells on (B)(6) and was positive (cell 1: 1+). 0.8% panel cells were run on both samples ((B)(6)) and an antibody was confirmed: jkb (1+). Alba q-chek qc are within allowable ranges, but customer noticed that reactivities are also a little weaker on one provue analyzer comparing to their other provue analyzer. For troubleshooting, tsc: asked customer to rerun the patient sample from (B)(6) on manual gel, using cells lot vss100. Asked customer to rerun the patient sample from (B)(6) on this provue analyzer after ocd tss troubleshooting. Customer reported: using cells vss100 on manual gel method: result repeated as negative. Using another lot of cells on manual gel: weak pos. There is no more sample to retest on the provue. A false negative was obtained on provue as well on the manual gel, using the same lot of cells vss100. Customer requested a replacement for 14 sets of cells, as requested by customer, under header (B)(4).